Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient has had pain around the pump since implant. Reportedly, the pump moves, slightly protrudes of which she has caught it on things before. The clinic staff did not seem to think it was much of a concern. The patient was also taking other medications besides the pump medications and noted she has had numerous surgeries in the past. This device system delivered bupivacaine and morphine. It was further reported that the pump had been flipping since implant. The pump continues to get caught on thing as it sticks out and does ¿weird things.¿ the patient caught on a dresser drawer and the patient experienced horrible pain. The hcp was aware that the pump flips. The nurse had told the patient that she needed to hold the pump in place when she last filled the pump on (B)(6) 2013 and told the patient she was very concerned about the pump. Further, the patient could not find a surgeon to help her and her current managing hcp was not helping direct her to a surgeon. The patient has had many x-rays of her pump by the (B)(6) and stated that managing hcp had lost all of those x-rays. The patient has had tests and surgeries on her leg and the last time they went into the abdomen they looked at her pump device and told her that she should get device removed. The patient has not found a physician to help her. The patient stated she does get confused very easily and has bouts of dementia. The patient wanted the pump replaced/ removed because of recalls. This device system delivered bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.